Event description:
It was reported that during an open proximal gastrectomy, one/two staples at the proximal end of the cartridge seemed to fall off when the device was approaching to the target tissue. The firing was completed, but those staples were not deployed properly. The staple line was supposed to be sutured, so a polysorb was used to suture. No bleeding or no leakage was observed. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Date sent: 12/10/2021. D4: batch # t5ew0u. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. The device was not received only the reload. Visual analysis of the returned sample revealed that one tcr10 reload was received with no apparent damage. In addition. A suture piece inside of a plastic bag was returned. The reload was returned fully fired. No functional test could be performed due to the condition of the reload. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: ensure that the tissue lies flat between the forks. Any ¿bunching¿ of tissue along the reload or scale may result in an incomplete staple line. Tissue to be transected must be located between the arrows marked on the instrument jaw. Any tissue located outside of the arrows is out of the stapling range. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc., are within the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The staple retaining cap ensures proper staple orientation and protects the staple leg points during shipping and transportation. The event described could not be confirmed as the reload was received fully fired. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.